Event description:
Pressure sensor out of calibration. Device history record was reviewed, no event linked to the reported issue was observed. Device log review found several downstream occlusion alarms which confirms the reported event. The device was received in lake zurich and its investigation was performed by our local technical team. Nothing was noticed during both external and internal check. Downstream pressure test was carried out twice and both attempts failed with readings outside the acceptable range. The reported event is reproduced. Once the pressure calibration performed, the same test passed successfully. The root cause of downstream pressure being out of calibration remains unknown although according to the collected information, it could be due to a sensor drift, an offset drift or due to tubes batch. This complaint is valid. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.

Event description:
Pressure sensor out of calibration.